Manufacturer narrative:
(B)(4).

Event description:
New information indicated that lead fracture was suspected.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that noise had been observed on the atrial lead. No patient symptoms were reported. The lead was successfully explanted and replaced.